Event description:
It was reported that t:slim x2 pump battery did not charge properly and charging connection was unstable, requiring caller to hold cable in place or position pump carefully, and silver usb port appeared visibly damaged. There was no reported impact to the customer¿s blood glucose level. Customer had already tried standard charging steps, technical support confirmed power accessories and absence of power source alerts, advised careful usb insertion to prevent further damage, and arranged replacement pump with return of damaged device, while customer declined to share information about backup insulin therapy.